Event description:
The pt reported that the pump dispensed insulin during the load cartridge phase. She stated that she replaced the cartridge and the incident recurred. The pt noted that she was disconnected during both attempts to load the cartridge.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Eval revealed a dislodged display screen and partially dislodged force sensor pins.